Manufacturer narrative:
Based on the information provided, the cause of the reported complication has not been determined. A return material authorization (RMA) has been issued requesting to have the isi device returned; however, isi has not received the RMA to confirm/identify any reportable failure mode(s). A follow-up MDR will be submitted if any additional information is obtained. A site history complaint review was conducted on (B)(6) 2021 and did not show any additional complaints related to this event. System error log review was conducted for the procedure that was performed on (B)(6) 2021 on system sk3081. None of the observed errors would suggest a product issue and there were no observed entries in the logs specific to any stapler instrument. A review of the instrument logs was also performed. Single use sureform 45 stapler pn 480445-04, ln: l91210809-0049, sn: (B)(4) was in use for 15 seconds, firing once. Single use sureform 45 stapler pn 480445-04, ln: l91210809-0050, sn: (B)(4) was in use for 6 minutes, firing twice. There were three white sureform 45 reloads pn: 48345w recorded. While not all reusable instruments used in the case have been used in subsequent procedures at this time, a site history complaint search shows no complaints filed against those instruments. An isi advanced failure analyst (afa) engineer conducted additional stapler log review and results were as follows: logs showed that sureform 45 stapler pn 480445-04, ln: l91210809-0049, sn: (B)(4), (in use 0:00:15) was the first sf 45 stapler instrument used. It was only installed once, using a white reload. The firing was completed with 1 pause for compression. The second sureform 45 stapler used was pn 480445-04, ln: l91210809-0050, sn: (B)(4), (in use 0:06:00) and it was installed twice, both times using white reloads. Both firings were completed per the logs with no pauses for compression. Neither instrument had any incomplete clamps. No image or video clip for the reported event was submitted for review. This event is being reported due to the following conclusion: during a da vinci-assisted nephroureterectomy surgical procedure, a staple line was fired on a blood vessel, but the staple line did not seal the tissue. The surgeon reportedly had to sew the area due to this event. At this time, the cause of the reported complication is unknown. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. Information for the blank fields is not available. It is unknown if the initial reporter submitted a report to the FDA. Insufficient product information was provided in order to obtain the date of manufacture.

Event description:
It was initially reported that during a da vinci-assisted surgical procedure on (B)(6) 2021, staples from a sureform (sf) 45 stapler instrument and a white sf reload were fired on a vein but did not seal. It was reported that the customer "oversewed with a backup instrument, successfully fired two more times.¿ the procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) performed multiple follow-up attempts to obtain additional information. However, as of the date of this report, no further details have been received.